Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and the display screen is blank. Customer does not recall any significant events leading to the error. Troubleshooting was done for water in pump. Customer's blood glucose was 343 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted however, received with corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump powered up properly after battery installation and the operating currents are within specifications. The insulin pump had minor scratches on lcd window, cracked case at the display window corners, reservoir tube and battery tube threads.